Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient suspected an infection. The patient stated that she had urinated very little that day and she was doing well up until the day of the call. The patient stated that she had passed green puss in her urine (the day of the call) and that the patient had not been able to urinate since. The patient was redirected to their healthcare provider (hcp). No further complications were anticipated/reported.